Manufacturer narrative:
The reported event of device in backup mode was not confirmed as telemetry communication was not available. The device was received with no telemetry communication and no output. The device was cut open to enable further testing and the battery was found below end-of-service level. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, isolated to an integrated circuits (ic) anomaly, depleting the battery and resulting in the reported event.

Event description:
It was reported that a power on reset (por) was observed and the device was in backup mode. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.